Event description:
It was reported that the patient was experiencing an infection at the generator and lead site. Medication is being administered to treat the infection, however if it does not resolve will pursue device explant. Device history records were reviewed for the generator and lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and analysis is not necessary as the event is not related to the functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.